Manufacturer narrative:
Without additional information hollister is unable to confirm the report of missing tape on the device.

Event description:
It was reported that the anchorfast endotracheal tube holder did not have tape adhesive on the on the tube holder strap and the endotracheal tube slipped. No other information was able to be obtained.